Event description:
Event: surgical intervention. Event narrative: it was reported that during removal of the device, the jacket guard became stuck in the graft limb and separated from the device. The broken piece was retrieved using a snare catheter. The graft was implanted with no injury to the patient.